Event description:
Int'l (B)(6) complaint received reporting leakage issue with use of one d1000 tego connector. The info (as translated reports "..blood leak in the blood dressing of a catheter closed by a tego cap (arterial line). Evidence of blood in the branch. The cap was disposed of. Clinical consequences: bleeding and infective risks". The tego connector was in use for seven days/ multiply treatments successfully administered. There were no adverse pt consequences reported.

Manufacturer narrative:
Method: record reviews, mfg lot build records and complaint database record analysis. Findings: the involved device(s) were not returned for analysis and investigation. The MFR's complaint team reviewed the reported incident/product issue. Monthly mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable d1000 tego component(s)/sub assy builds. MFR has made multiple f/u requests for add'l info and status of the involved devices. To date there has been no response. MFR's investigation: a review of the mfg lot build database for the reported lot #2472480 (mfg 04/2012) showed (B)(4) units were manufactured, tested, inspected and released. No exception documents were generated during the mfg lot build. Findings: the involved device has not been returned to the MFR for analysis and confirmation. The exact cause(s) of the reported incident are unk at this time.